Manufacturer narrative:
Suture breakage malfunction events: 121; suture breakage devices returned: 243 - manufacturing deficiency - 19. Needle breakage malfunction events: 22; needle breakage devices returned: 19 - manufacturing deficiency - 0. Needle pull off malfunction events: 153; needle pull off devices returned: 358 - manufacturing deficiency - 39. All devices labeled for single use; 0 devices reprocessed and re-used 0 remedial action the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
This report summarizes <noe> 266 </noe> initial malfunction events, including 104 suture breakage, 18 needle breakage and 144 needle pull-off that occurred intraoperatively. It also summarizes 30 follow-up malfunction events, including 17 suture breakage, 4 needle breakage and 9 needle pull-off that occurred intraoperatively.